Manufacturer narrative:
(B)(4). Batch # r92u70. Investigation summary the device was returned with the blade tip damaged, however, the blade was not cracked. The instrument was tested using a gen11 and upon connection, an alert screen of "replace instrument" was observed. Additionally, there was no audible feedback sound from the instrument when the clamp arm was fully closed. No "no instrument uses remaining" alert screen could be identified during testing. The instrument was disassembled and the wire leading to the eeprom connector component was noted to be disconnected. Additionally, the closure indicator was broken and not making contact with the moving trigger. Additional testing identified the eeprom connector component to have caused the alert screen. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens, a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. No conclusion could be reached as to how the connector issue or the broken clicker issue occurred. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a hysterectomy, the system showed "no instrument uses remaining." There were no patient consequences. No additional information is available at this time.